Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, the right ventricular lead exhibited intermittent capture and high pacing impedance. The physician tried programming changes, but the issue was not resolved. The patient was admitted for procedure. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure.